Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the pump making it difficult to install and remove cartridges. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support.